Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3 reference MFR. Report: 3006705815-2020-01057; 1627487-2020-02495. It was reported that the patient post procedure, experienced stroke like symptoms and code stroke was called in. The patient was brought back after several hours and had the full scs system explanted. The patient was unable to feel the right side of his body. Reportedly, the patient was stable after the explant.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.